Manufacturer narrative:
Investigation conclusion: this lot has not been previously tested. Because the lot is expired and no longer available, further investigation is not possible. This complaint was identified during an assessment of customer interaction records as part of CAPA (B)(4). The available information is limited and no additional information is able to be obtained.

Event description:
The customer reported receiving a false positive thc result and a false positive cocaine result. No additional information was provided